Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was 270 mg/dl and the patient was treated with correction bolus via pump. The blockage was at the site. Insulin drops were not observed at the end of the tubing confirming the blockage is in tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.